Event description:
It was reported that the patient¿s lead had high impedances resulting in ineffective therapy. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. A lead fractured was suspected due to high impedances observed on interrogation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.